Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter. Block h11: investigation results: the resolution 360 clip was disposed and not returned for analysis; therefore, a technical analysis could not be performed. During media inspection of media provided by the customer, it was observed that the clip assembly was open. A review of the device history record (DHR) was performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of clip failure to release from catheter was unable to be confirmed. Based on the most relevant information for the complaint including product record review results, the device met all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. For the reported code of clip failure to release from catheter, during the media analysis it was observed that the clip assembly was open, however, it cannot be observed or confirmed that the clip assembly failed to release. The definitive cause cannot be established due to lack of evidence. Additionally, without the device, it remains unknown the causes that contributed to the event. Therefore, this issue will be classified as cause not established. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during a gastroscopy procedure for a gastric ulcer performed on (B)(6) 2026. During the procedure, the clip failed to deploy. The clip was inspected after removal, and it could not open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.